Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for intractable spasticity and other spasticity. The pump contained hydromorphone and an unknown brand of baclofen, both with unknown concentrations and doses. It was reported the patient¿s reason for calling was because she had been trying to get the pump replaced, but she couldn¿t seem to get the health care provider (hcp) to schedule a replacement for her pump. The patient said she needed it done immediately and was scheduled to have the procedure a couple times. The patient stated a manufacturer representative was there, but the replacement was never actually done. The patient stated they tried to find a vein on her, but couldn¿t because the patient ¿didn¿t even have any veins on her¿ and that was why she had the pump. The patient mentioned that the representative was aggravated because the hcp on that day did not have the necessary equipment to do anything. The patient also stated that the hcp who filled her pump in the past kept telling the patient that she needed to replace her pump. The patient also stated that the hcp told her that she had a pump ¿that will shut off without any notice¿. The patient added no alarm had gone off from her pump. The patient reported she was sick (having contractions) and had been hospitalized (due to being sick) starting in (B)(6) 2016. The patient reported that she was in an auto accident in (B)(6) 2016 on either the (B)(6). The patient reported that starting (B)(6) 2017, the pump was not giving her medication. The patient reported after the accident, she remembered calling pain management and telling them that she felt like something was wrong, and then, pain management had the patient come in ¿to see if there was medicine going through it and let me know what the alarm sounded like¿. The patient reported she was having to take oral baclofen at the time of the call with an unknown starting date. The patient reported she was having spasms that started ¿(B)(6). The patient reported her pain level had gone ¿sky high¿ starting (B)(6) 2016. The patient stated she had followed-up with the hcp and was told that it needed to be done as soon as possible, but they were not ¿getting on it¿. The patient stated she had not contacted the hcps office to inquire about the replacement procedure prior to calling. The patient said she would try calling the hcps office again. There was no out-of-box failure reported. The patient stated the representative did not know of any of the symptoms the patient reported. The patient reported that she had not increased/changed the medication for her pump, but the medication was ¿continuous¿. No further patient complications were reported.